Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient encountered infusion set's block alarm event on (B)(6) 2025. Blockage was at tubing. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008931 have already been previously tested in the (B)(4) on 20/jun/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the complaint (B)(4) complaint test report. Device history record (DHR) review: the lot 6008931 was manufactured according to the work instruction (wi) version 116 manufactured in the line l-4, li39 on 01/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6003731, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.